Event description:
It was reported that the battery life estimation of this pacemaker dropped from one year remaining to less than three months within a time period of three months. Prior to explant the device triggered safety mode. Subsequently, this pacemaker was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.